Event description:
It was reported that the device had unexpectedly reached elective replacement indicator (eri)/end of life (eol) and a sudden loss of telemetry between the programmer and device and a loss of pacing output were observed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis performed revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).